Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the output current was low when programmed to 2.0 ma, only 1.75 ma were reportedly being delivered. When reprogrammed to 1.0 ma, 1.5 ma, and 1.75 ma, no low output current message was observed, and diagnostics were all within normal limits (output current ok, impedance ok and battery ok). The provider left the device set to 1.75 ma. Based on ohm's law calculation, the minimum output current that the device is expected to deliver after accounting for normal variations in impedance accuracy and output voltage is 1.96 ma. As the device was programmed to 2.0ma and a minimum output of 1.96ma is expected under normal variations in impedance, the output current could not be delivered due to ohm's law and high program settings; no device malfunction is present, and the generator is operating as expected. However at a later clinic visit, it was reported that the physician attempted to reprogram at a step down and increase the pulse width and got error of low output and high impedance was observed. X-rays were taken of the patient's generator in which no cause of the high impedance could be identified. *note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.* no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Later, the generator was received by the manufacturer and underwent subsequent analysis. No anomalies were identified during product analysis testing. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Later, it was reported that the cause of the high impedance was identified to be related to an incomplete pin insertion condition. The physician decided to replaced the generator anyways. The generator has not been received to date.

Event description:
Lead information was obtained. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No other relevant information has been received to date.